Event description:
A non-health care professional reported with a description of the implant remained stuck in the injector. The use of a second implant was required.Additional information has been received stating the surgery was completed with same model and same diopter company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).